Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited sensing issue and unsatisfactory capture thresholds. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and a sensing issue were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.